Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The plug lock was broken off from all nine cables. Additional analysis findings on six of these cables: one cable was contaminated. A second cable was discolored. A third cable was contaminated, discolored, twisted and cut approximately 17 inches from the heart lead connector. It was noted the heart lead connector was discolored. A fourth cable was contaminated with adhesive and the heart lead connector was discolored. A fifth cable was contaminated with adhesive and was discolored. It was noted the heart block was contaminated with adhesive. A sixth cable was contaminated with adhesive and was discolored. It was noted the heart block was discolored. It was also noted the cable stress relief was pulled away from heart lead connector. If information is provided in the future, a supplemental report will be issued.